Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction code and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.